Event description:
CPAP applied to pt by ems. Pt continued with trouble breathing and machine did not sound to be working correctly. Replaced with another CPAP machine and pt was able to breathe better.